Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. The video submitted with the returned device appears to show noise on the distal bipole of the ablation catheter, consistent with the reported event. During testing of the returned device, electrodes 1-2 met specifications for acceptable resistance values with no open circuits detected. However, multiple short circuits were detected, consistent with the reported event. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. In addition, dried saline was noted within the connector plug, consistent with the short circuits detected. The device no longer met specifications during shaft leak testing and irrigation leak testing. Further testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors. This is consistent with the dried saline noted within connector plug and the failed shaft and irrigation leak tests. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a fluid leak and short circuits found during analysis.